Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. An insulation abrasion was noted at at 3.7 cm to 3.8 cm, 5.0 cm to 5.4 cm and at 5.6 cm to 5.9 cm exposing the re lumens.

Event description:
It was reported that the left ventricular lead exhibited an insulation abrasion. The lead was explanted and replaced.